Event description:
It was reported that an ilet user experienced persistent alert 41 indicating an insulin absolute range error on the pump, which continued after multiple restarts, and a replacement device was arranged with instructions provided to shut down the unit and return it. Symptoms included no adverse clinical effects reported by the user. Outcomes included continued use of the cgm with the dexcom g7 application while awaiting the replacement. Investigation included customer interview, device history review, and request for return of the device for evaluation. Investigation of this case revealed a suspected device malfunction related to insulin delivery control, consistent with previously observed absolute range error alerts in the pump subsystem. It was concluded, based on previously established findings for similar reports, that the cause was undetermined pending device evaluation. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.